Event description:
On (B)(6) 2012, the home patient (hp) contacted baxter technical services regarding an unrelated alarm. During the conversation, the patient stated he went to the hospital last night and found out that he had peritonitis. At the time of this report, the hp stated he planned to return to the hospital for medication. It was not reported if the patient returned to the hospital or received medication. Global pharmacovigilance (gpv) provided the following additional information regarding the event. On (B)(6) 2012, the patient contacted home care services and reported on an unreported date, the hp made a mistake described as a touch contamination. On (B)(6) 2012, the hp experienced peritonitis. The patient was not hospitalized for the event. At the time of this report, the patient had not recovered from the event. A causality assessment was not reported. The peritoneal dialysis registered nurse (pdrn) was contacted, but the pdrn declined to provide further information.

Manufacturer narrative:
(B)(6). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by the patient described as touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.